Manufacturer narrative:
The manufacturer was previously received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury in the previously submitted report section b5 was incomplete, section b5 is- the patient also alleged visualization of black particles. The device was returned to the manufacturer's product investigation laboratory for investigation. An external and internal visual inspection of the device was completed by the manufacturer. The manufacturer found evidence of corrosion of power connector, black and orange contamination inside lower enclosure panel, fine black dust like contaminants in blower box around the blower seal, fluid ingress on blower and in blower box. The manufacturer found no evidence of sound abatement foam degradation/breakdown. The device was hooked up to power supply, airflow was verified and the device operated properly. The device's event logs were downloaded and reviewed. The manufacturer found no errors logged. The manufacturer concludes there was evidence of dust like contamination consistent with keratin within the blower box, evidence of fluid ingress on the blower, contamination on the lower enclosure panel, and evidence of corrosion on the dc power connector. The manufacturer confirmed there was no evidence of sound abatement foam degradation/breakdown. Section d9, g3 and h6 has been updated in this report.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury this issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.